Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_ (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During insertion, the peelway sheath peeled because it is caught in the patient's skin. When the device was removed nicks/hangnails were noted on the tip of the device. A new product used to complete the procedure.